Event description:
It was reported that during a sigmoidectomy procedure, the device was used at the fourth firing and the firing was not completed. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented as follows: the click sound which should be heard when the cartridge is loaded into the jaw properly was not heard. He felt the cartridge was loose on the jaw.

Manufacturer narrative:
(B)(4): premature sled movement the analysis results showed that one (B)(4) reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.